Manufacturer narrative:
Currently it is unknown if and to what extent the bard/davol ventralex may have contributed to the patients reported unspecified adverse outcome. The information provided indicates that the bard/davol ventralex was explanted, the patient had unspecified injuries, and "consultations with medical providers." The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for evaluation; a review of the production records was performed and found that the lot was manufactured to specification. Based on the limited information provided, no conclusions can be made between the bard/davol ventralex and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported, the patient's attorney alleges the following: on (B)(6) 2011 - the patient underwent surgery for repair of an incarcerated incisional hernia. A bard/davol ventralex hernia mesh patch, was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to remove the bard/davol ventralex hernia mesh. As alleged, the patient had unspecified injuries, including "consultations with medical providers" and the patient has been "injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment."